Event description:
Transport incubator plugged in in special care nursery. No babies in this room at this time. Staff member in room noted thick, yellow smoke from area near isolette. Plug cool to touch & transport moved with handles. Transformer melted. Infants moved from nursery immediately. 2 staff members from labor & delivery complained of symptoms. Checked by occupational hlth.